Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records patient was revised to addressed failed total hip arthroplasty. Operative notes indicated pain, metallosis, bone loss, trunnionosis, synovitis and metal debris. There was significant bone loss including supporting bone around lesser trochanter, the medial and posteromedial proximal femur. Doi: (B)(6) 2005 dor: (B)(6) 2019 left hip.

Event description:
In addition to what previously alleged, ppf alleges pseudotumor and elevated metal ion. Pfs alleged metal poisoning. After review of medical records there was copious brown fluid and thorough removal of debris was systematically performed. Estimated blood loss 700ml.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical symptoms code: appropriate term/code not available (e2402) used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.